Event description:
Pump was reported to overinfuse. The pump was set to deliver 100ml bag of an unk fluid at a rate of 5ml/hr. After 3 hours, the pump read 15ml delivered and 85ml remaining but the entire bag was empty. No patient injury resulted.